Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a cannula issue with an infusion set. The cannula was bent. The event occurred on (B)(6) 2024. Patient noticed symptoms within 3 or more hours of insertion. The insertion site was the abdomen. Patient regularly rotated site location. Patient confirmed that the introducer needle was ahead of the cannula prior to insertion. Patient was visited to emergency room and later was hospitalized. Blood glucose level was over 600 mg/dl at the time of the event. Therefore, patient performed action correction injection and drinking water action to resolve the issue. Patient took IV and fluids of saline and insulin for the treatment. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.